Manufacturer narrative:
A supplemental MDR is being submitted for additional information. Additional information was received. Brand name, model number, lot number, expiration date and manufacturer date were updated. The investigation is ongoing.

Event description:
As reported, it was a case of an unknown edwards valve. The implantation went well and patient is doing well post procedure. When the esheath was removed from the patient it was noted that the distal tip of the esheath was torn and almost detached.

Manufacturer narrative:
The model number and lot number are unknown. The investigation is ongoing. The device has not been returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.3 device evaluated by manufacturer, h.6 investigation conclusions and investigation findings. Added new information to d.9 device availability h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner is fully expanded as designed. Distal tip is torn radially, along the distal edge of the liner. Scratches are noted on the hdpe. Distal tip is split. Radial and angled score lines are present. Axial score line could not be visualized due to stretching. Imagery was provided from the site and revealed the following: provided imagery was reviewed and the distal tip was torn radially, along the distal edge of the liner. During manufacturing, the device undergoes multiple inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''when the esheath was removed from the patient it was noted that the distal tip of the esheath was torn, almost detached''. Per device evaluation, the sheath distal tip was observed to be torn radially along the distal edge of the liner, aligning with the provided pictures. Scratches were also noted on the hdpe, which could be indicative of calcified vessels. The failure mode is characteristic of sheath tip tear events as described in product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, it was reported that the degree of calcification and tortuosity within the iliacs to aorta were mild. Tortuosity and calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification). However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.